Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the device powered on, and the internal white component beneath the lid was visibly moving or shaking and when the tubing was placed into a cup of water, there was no suction observed. The device was also tested in multiple locations that was under the bed and on top of a table, but the issue persisted with no change in performance.